Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 407 mg/dl, 165 mg/dl, and 202 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.